Manufacturer narrative:
The sample has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent.

Event description:
The report stated that they noticed bare wire is exposed through the blue coating of the cable.